Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when loading a cartridge. Reportedly, the customer¿s blood glucose (bg) level was over 500 mg/dl, and customer was hospitalized. An injection was administered to address customer¿s bg level. Customer declined to load a new cartridge to address the issue, and declined to provide additional information.